Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment were discontinued (24 days after hospital admission) at the time of this report, the patient recovered from the event (29 days after hospital admission) and was discharged from the hospital (35 days after hospital admission). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (500mg, intraperitoneal, every 96 hours) and fortum injection (1gm, intraperitoneal, once daily) for peritonitis. At the time of this report, the patient remained hospitalized and was being treated and recovering from peritonitis. The patient was retrained in the proper aseptic technique. Pd therapy was ongoing. No additional information is available.